Event description:
Clinical study. Same patient as MFR# 6000093-2006-01700. It was reported that 117 days following a coronary artery drug eluting stenting treatment procedure, the patient required a re-intervention of the target vessel. The patient initially presented with recurrent ischemic chest pain which was treated with nitroglycerin. The patient's pain recurred that evening and she was given nitroglycerin again with minimal improvement. She was evaluated for acute coronary syndrome, which showed dynamic electrocardiogram changes in st depressions and t-wave inversions in the anterior leads. The patient underwent cardiac catheterization with ongoing chest pain. The angiography revealed the 2nd obtuse marginal (om) was occluded, the right coronary artery (rca) had a 99% thrombotic lesion and the lima graft to the diagonal had a 60% anastomotic lesion. Shortly after the angiogram, the patient became hypotensive and bradycardic requiring multiple pressors and placement of a temporary pacing wire and an intra aortic balloon pump (iabp). The totally occluded lesion was located in the mid svg of the rca. Treatment consisted of pre-dilation at 8 atms and deployment of two taxus express2 stents (3.00x24mm and 3.00x8mm) in an overlapping fashion. Following the procedure, the patient was transferred to the ccu on dopamine, plavix and aspirin. While in the ccu, she was weaned off the iabp, and the dopamine. The patient was discharged home 12 days later. At 117 days following the index procedure, the patient presented to another facility complaining of chest pain radiating to the throat and shortness of breath. The patient had taken nitroglycerin 3 times without relief. A chest x-ray was negative, cardiac enzymes were negative and an electrocardiogram showed no changes. The patient was sent to the enrolling facility for further management. An angiogram was performed which revealed a 99% thrombotic lesion in the svg of the rca. The physician reduced the stenosis to 0% by placement of two taxus express2 stents (3.00x28mm and 3.00x20mm). At the time of the event, the patient was on plavix and aspirin. The patient was discharged to an assisted living facility on plavix and aspirin.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.